Manufacturer narrative:
(B)(4). The onset of the peritonitis was on (B)(6) 2014. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis event was reported by the care giver (cg) to be due to cassette tubing being cut by the homechoice (hc) device¿s door. However, the nurse stated that the cause of the peritonitis was training deficiency. The patient was hospitalized for the event of reported event. The treatment for the peritonitis included cefazolin (dose, frequency and route not reported) for fourteen days. Five days after admittance, the patient was discharged from the hospital. Fourteen days after the first onset of peritonitis, the patient experienced worsening of sterile peritonitis and was readmitted on the same day. The treatment for peritonitis was cephalosporin and vancomycin (doses, frequencies and routes not reported) for fourteen days. Two days later, the patient was discharged from the hospital. The pd therapy was discontinued. At the time of this report, the patient was reported to be recovered from the peritonitis. The clinical re-training was planned for the patient. Additional information was requested, but is not available at this time.